Event description:
A customer reported that during a procedure, the infusion tip would not snap on trocar, and kept slipping off. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The used samples were received and visually inspected with the aid of microscope. No deformity was observed. The fitting between the trocars and infusion cannula was investigated by dropping the returned infusion cannula into the returned trocars at different orientations. The infusion cannula fell all the way into the trocars without any extra pressing force, which is non-conforming per the design, which requires interference between the infusion cannula and the trocar cannula at all orientations. The receiving inspection dimensional data for the suspected infusion cannula and trocar cannula lots were reviewed and all drawing dimensions that are critical to fit were verified to be conforming. The customer's complaint history was reviewed for the period of one year; this is one of three complaints reported for this issue. This is one of two complaints reported against the finish goods lot and the DHR shows the product was released per specs. The root cause is unk. The customer complaint was verified, however, it is believed to be related to design spec. An internal investigation has been opened. (B)(4).